Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings noted no holes in any of the sealplugs, however, noted that the vring sealplug had superficial damage that was consistent with damage from a tool. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. Laboratory analysis did not confirm the repoted observations.

Event description:
Boston scientific received information that during routine device replacement, the right ventricular (rv) lead was stuck in the header of this pacemaker. Upon pulling the lead, the lead separated from the terminal pin. The lead was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported.